Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's weight was not collected. It was also clarified that the implantable neurostimulator (ins) was implanted on (B)(6) 2016 and explanted on (B)(6) 2016. The reason for explant was not noted. No further complications were reported/anticipated.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the diagnostic methods related to the previously reported open circuit included a device interrogation on (B)(6) 2016. The etiology was noted as being related to the device/therapy and related to the implant procedure; the implantable neurostimulator (ins) was noted. The actions/interventions taken to resolve the issue included explanting and replacing the ins on (B)(6) 2016; the event was considered resolved without sequelae. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp updated the event from "open circuit" to note that the clinical diagnosis was not applicable, with no symptoms noted as a result of the event. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that an open circuit was discovered. It was stated that it was unknown what actions/interventions were taken to resolve the issue and it was unknown if the issue was resolved. There were no symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the cause of the open circuit was unknown. No further complications were reported/anticipated.